Event description:
An ophthalmologist reported that a patient developed endophthalmitis one month following an intraocular lens (iol) implant procedure. The patient was making positive progress up until the event occurred, which was around the the time that the steroid eye drop treatment was discontinued. An antibiotic was injected into the vitreous humor, the iol was explanted, the anterior chamber was irrigated and a vitrectomy was performed. The patient symptoms are currently improving. A sample taken from the anterior chamber and the vitreous humor have been cultured and pcr tested showing a negative result for bacteria and fungus. Additional information was received from the ophthalmologist, who reported further details that the patient experienced conjunctival hyperemia, folds in the descemet's membrane and self keratic precipitate one month postoperative. The patient's problem was aseptic endophthalmitis. Approximately one week following the secondary intervention, the patient was discharged from the hospital in good condition. The patient is recovering.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis in a screw top vial. The lens has been cut into two pieces. Both portions returned. The lens was cleaned with lphse. No foreign material was observed. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is qualified for the cartridge/lens combination used. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).